Event description:
It was reported to philips that wired foot switch was not working. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the diagnostic procedure was completed as planned by using wireless footswitch. The philips field service engineer (fse) inspected the system onsite and confirmed the wired foot switch is not making any exposures and no pedals were functional. To resolve this issue, fse replaced the wired footswitch and returned to supplier for further analysis. The analysis identified the connection pin has broken and two anti-slip rubber are gone, and it was identified that the unit works unless the cables was bent or moved. When the cable bent, the x ray signal fails to be sent, and unit no longer functions, which confirms the failure. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. The procedure was completed as planned by using the wireless footswitch and there was no impact on the procedure. An update to the instructions for use for charging and handling of the wireless footswitch. Due to the use of an alternate footswitch or hand switch the procedure can be completed with minimal or no delay, the malfunction would not likely lead to a death or serious injury. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.